Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20465490. Tw#(B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20465490.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 336690. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20465490.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an elective procedure. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.